Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced high thresholds despite several reposition attempts. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.